Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced an infection manifested by cloudy effluent coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The patient was treated with unspecified antibiotics. The cause of the infection was not reported. The patient was discharged after three days of hospitalization and had recovered from the infection. Pd therapy was ongoing. No additional information is available.